Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of error b30 and image failure could not be determined. It is possible that the cause was wear and tear damage with the user's mishandling and increasing use and time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the socket was cleaned, dust can be seen in the socket, the connector was worn out no image was shown, identification pin of the socket hooks partially, display flashes and the xenon lamp was over 500 hours. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for use, a b30(scope communication error) displayed on the evis exera iii xenon light source. The error occurred with 2 gastroscopes of the 185 and 190 series. The endoscopes work on another tower. The processor was restarted between adaptation attempts. There were no reports of patient harm associated with this event.